Event description:
Lip filler procedure in which the practitioner did not wash her hands, dropped the unsheathed needle on the floor and continued to use it, ignored me and continued to have a conversation with another customer whilst not paying attention to my procedure. Ms (B)(6) hurt me considerably and when I complained she told me I need to just relax. Ms (B)(6) did not wear a mask and was breathing over my face after just having smoked a cigarette and placed the needle down on unsanitary and unsterile surfaces throughout the procedure. Ms (B)(6) did not at any point ask me if I was happy with the procedure she just took my money and wondered off to the back to start another procedure again without even washing her hands. My lip fillers were uneven and lumpy and very painful, I had to go to another practitioner to have the filler dissolved less than a week later. I was in significant pain and discomfort following the procedure and when I tried to discuss this with ms (B)(6) she did not respond. She also sells illegal tanning products from her shop. FDA safety report ID # (B)(4).